Event description:
The customer reports since receiving their gastrointestinal videoscope back after a repair, the scope has been used several times over a 13-day period. It was reprocessed after use and used again. On three occasions since the repair the customer reports debris was noted from the biopsy port when the physician advanced biopsy forceps through it. On two of these occasions, the debris was stuck to the biopsy forceps, and on the third occasion, it fell into the stomach. On all occasions, the debris was removed using the biopsy forceps that were in use (and had pushed the debris from the port). There were no adverse effects to the patients as a result of these occurrences. No intervention or treatment was required. All patients were contacted after discharge and indicated no complaints. The scope was leak tested then manually cleaned and high level disinfected per the manufacturer instructions for use. One of the three procedures was completed with the suspect scope. The other two procedures were completed with different scopes. There were short delays in the procedures, but this did not affect the patient. (B)(6).

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the suspect device shows: this instrument and forceps channels did not pass the leak test. There is play in the control knob, there are dents and scratches in the cover plastic. The adhesive rubber is cracked on both sides. The bending section and control body are dry. The user's report of debris from the forceps channel is possible if the scope was not adequately cleaned and reprocessed after the previous use. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to report new information, investigation findings and corrected information. Corrected information is reported in b3. Device history record (DHR) review: we confirmed via DHR that the subject device was shipped in accordance with all specifications. Labeling review: user can detect the suggested event properly in accordance with the following instructions for use (if)u. ·inspection of the instrument channel user can prevent/reduce the suggested event in accordance with the following instruction for use (IFU). Do not insert endotherapy accessories forcibly or abruptly. The endotherapy accessory may extend from the distal end of the endoscope abruptly, which could cause patient injury, bleeding, and/or perforation. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Conclusion: olympus was not able to specify root cause of the suggested event. Presumable cause: the biopsy channel was damaged by user handling (improper operation of endo therapy accessories, etc.), and foreign material easily could get caught in the part, making cleaning difficult. When the user inserted biopsy forceps in the channel during the procedure, the foreign material was pushed out by the forceps.

Event description:
Update: new information reported by the customer: debris was noted and assumed to be tissue but no testing was performed to verify/nullify this. Debris fell into the patient's stomach. The procedure being performed was an esophagogastroduodenoscopy (egd). The intended procedure was completed successfully with the same scope.